Event description:
Report received from (B)(6), the device 5.0cm short attachment required service due to the nose tip being flared out. It is known that the event did not occur during surgery; however, it is unk if there was pt/user injury, surgical delay or medical intervention related to this occurrence. The date of the event is unk. No add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of 5.0 cm short attachment having a nose tube tip flared out was confirmed. During the pre-repair diagnostic assessment, the device was found to have the tube tip flared out. If add'l info is received, a supplemental report will be sent. (B)(4).